Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy with red pimples on back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.